Event description:
--

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that high impedance measurements over 2000 ohms, loss of capture and conductor fracture were observed on the patient's left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d). This lv lead was explanted and was successfully replaced with a competitor's lead. All values were within normal limits after the implant. Additional information was received confirming that the fracture was not confirmed through x-ray and visual inspection. It was only suspected due to high impedance observed by the physician. No additional adverse patient effects were reported. The device remains in service and the lv lead was explanted and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 495 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.